Manufacturer narrative:
The device involved in the event was returned. The returned device was examined and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the IV catheter with the same lot number as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Based on the test results, the probable cause of this breakage was that the patient bit off the catheter while pulling out the outer needle, resulting in the catheter breaking. This resulted in the catheter breaking. Lot#: 25g07b2, 25h02c7 and 25i03c3.

Event description:
On (B)(6) 2025, at a hospital in japan, it was reported that supercath5 safety i.v. Catheter was fractured when it was pulled out of a patient's body by the patient during an infusion. There was a possibility that the fractured portion fell off when a fixing tape was peeled off, since the presence of the fractured portion was not confirmed in the patient's body. Alternatively, the patient may have pulled out the external needle and chewed off the catheter part by himself due to dementia. There was no reported patient injury as a result of this event.